Event description:
A physician attempted arteriotomy closure using the starclose device in the right common femoral artery. After completion of the procedure, the physician was unable to remove the device from the patient's vasculature. The patient was transferred to surgery and a vascular surgeon performed a cut-down to remove the device. Hemostasis was achieved in surgery.

Manufacturer narrative:
The device was returned. Based on available information, device malfunction could not be identified. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.